Event description:
Report received from abbott international affiliate (abbott japan) that states the customer had placed the epidural catheter into the pt and "soon after the customer felt resistance and pulled the catheter out without the insert-needle. The catheter was broken and some parts of it (below 1 cm) remained in the pt's body. There was no pt harm reported". Additional info was requested, but was not available.